Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2,g1,g3, g6, h1, h2, h3, h6, h10. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device was not returned.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the hand piece was leaking air on the top of it. There was no harm or delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.